Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom, door would not latch, was confirmed through physical inspection of the device. The force required to close the door was above expected levels. Further evaluation was able to produce door not fully latched alarms, corresponding with the reported symptom. The door hooks were replaced and the pump was reworked per baxter's service procedure. See scanned page.

Event description:
It was reported a spectrum pump's door would not latch. It was also reported there was no patient injury.